Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to possible fracture, inappropriate sensing and high thresholds. During the extraction the lead was damaged and a piece of the patient's myocardium was accidentally cut. The physician wanted to allow the myocardium tissue to rest, three days later a new lead was implanted.